Event description:
Customer reported no delivery alarm. Advised customer to disconnect. Customer states that the insulin did exit. The blood glucose reading is 26 mmol/l. Furthermore, customer's daughter nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.